Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore, a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services requesting assistance with ending therapy early on the home choice (hc) machine during last fill. The hp stated their transfer set became disconnected. The hp stated they had already informed their nurse. The technical service representative (tsr) assisted with ending therapy. A follow up was done via phone call; the home patient stated that this has also happened a few years ago. The home patient stated that the separation occurred between the titanium adapter and the catheter. The home patient then stated they were able to go to the clinic and have their transfer set changed out the same day. The home patient stated they have not developed any adverse reactions or needed any medical intervention. The home patient is currently performing therapy without any complications.